Event description:
Event description cpi received information that during a replacement procedure of an implantable pulse generator (ipg) for elective replacement indicators, the physician elected to remove this unipolar lead from service because of non capture.